Event description:
It was reported by the sales rep that the ceramic tip fell off of the probe into the pt during a procedure. The pt was not injured and surgeon was able to finish the procedure using another probe.

Manufacturer narrative:
Investigation is ongoing. Add'l info will be provided once investigation is completed.